Event description:
Healthcare professional reported right side capsular contracture baker grade iii, ¿breast fold height was inconsistent, the breast was hard (grade 3), no palpable mass, and there was no obvious pain.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.